Event description:
Patient presented to the physician with wound dehiscence at the chest incision site, with the ipg eroding from the open wound. Physician brought the patient into the or, removed the ipg, implanted a newer ipg model, sutured, and closed. The existing sensing lead was abandoned as it is not used with the new ipg model. Postoperative antibiotics were prescribed.